Event description:
It was reported that a stent graft jumped during deployment, resulting in misplacement. Reportedly, the physician deployed the first stent graft in an upper arm without difficulty. During deployment of a second stent graft in the same treatment area, the stent graft jumped out of the delivery system, completely overlapping the first stent graft. The physician advanced a balloon catheter and attempted to move the stent graft back to the target location, but was unsuccessful. The stent graft was post-dilated and a different type of stent graft was deployed at the target site, successfully treating the lesion. There was no report of injury to the patient.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The stent graft remains implanted and the delivery system was discarded by the user facility; therefore, a product evaluation could not be performed. Neither images nor patient records were available. It should be noted that it was reported that the physician advanced a balloon catheter and attempted to move the stent graft back to the target location, but was unable. The IFU states under warnings section that "the stent graft (implant) cannot be repositioned after total or partial deployment." The complaint is inconclusive as it cannot be confirmed based on the available information (i.e., no stent graft, no delivery system, no x-rays, no patient records). The root cause for the misplacement is unknown. The current instructions for use (IFU) states: the flair endovascular stent graft is indicated for use in the treatment at the venous anastomosis of eptfe or other synthetic arteriovenous (av) access grafts. Allow approximately 10 mm of the stent graft to be situated beyond the stenosis into the non-diseased av graft and approximately 10 mm of the stent graft to extend beyond the stenosis into the non-diseases vein. Careful attention of the operator is warranted to mitigate the potential for distal migration of the stent graft during deployment. After deployment of approximately 15 mm of the stent graft, wait a few seconds to allow the distal end of the stent graft to fully expand. During deployment of the stent graft, the entire length of the delivery system should be kept as straight as possible in order to mitigate the potential for distal stent graft misplacement. After full stent graft deployment, wait a few seconds to allow for complete device expansion before removing the delivery system over the guidewire. Post dilation of the stent graft must be performed with a pta balloon catheter indicated for post dilation of stents that has the same diameter as the flair endovascular stent graft body diameter.